Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: 00-6202-050-22, tm acet shell 50mm cluster, lot: 61032569, part: 6052-0935s, secur-fit max 127 neck (competitor product), lot: lj3d3l, part: 18-3625, biolox delta ceramic c-taper femoral head (competitor product), lot: 59617003, part: ar-1920sf, suture anchor, corkscrew (competitor product), lot: 10071823.

Event description:
It was reported that a patient underwent a primary left total hip arthroplasty and subsequently experienced recurrent dislocations. The patient was revised approximately nine and a half years later and the cup and liner were explanted during this procedure. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was confirmed by review of medical records. Review of the medical records identified that the patient had experienced a dislocation of a competitor's head, and a zimmer biomet liner, and was thus revised. Device history record (DHR) was reviewed and no discrepancies were found. It should be noted that zimmer biomet's shell and liner are not compatible with competitor's stem and head. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.